Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: 4591 decreased level of consciousness/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hypoglycemic episode marked by a discrepancy between cgm and bg meter readings. At the time of the event, the cgm displayed a glucose level of 85 mg/dl, while the bg meter indicated a significantly lower value of 45 mg/dl. The patient was using a tandem insulin pump. The patient reported symptoms of cognitive impairment and near loss of consciousness. In response, she self-administered the following treatments: orange juice, ¿prophylaxis¿ (unspecified), hydrochlorothiazide, atorvastatin, and lisinopril. Additionally, the patient replaced her cgm sensor. Approximately one hour later, the cgm reading had risen to 240 mg/dl, and the bg meter showed 188 mg/dl. The patient did not seek emergency medical care, and there was no documentation of formal medical intervention. At the time of reporting, the patient was described as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when the patient experienced a hypoglycemic episode. The reported glucose values fall within the a zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
In response, she self-administered the following treatments: orange juice, hydrochlorothiazide, atorvastatin, and lisinopril. Additionally, the patient replaced her cgm sensor.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "in response, she self-administered the following treatments: orange juice, ¿prophylaxis¿ (unspecified), hydrochlorothiazide, atorvastatin, and lisinopril. Additionally, the patient replaced her cgm sensor." H2 correction